Event description:
Healthcare professional reported an event of pouch dilatation with an unknown relation to device; action taken to treat the event is unknown. Healthcare professional previously reported the following nn reportable events: healthcare professional reported two events of dysphagia. A lap-band ap system adjustment took place to treat event. It was resolved without sequelae. Doctor reported non- related hernia. Doctor reported dysphagia, gastroesophageal reflux, nausea, and vomiting treated with a lap-band ap system adjustment. Doctor reported non-device related other, specifying "breast cancer" treated with surgery ( lap-band ap system related), specified as "mastectomy" and non-device related other specifying, "cataract left eye" treated with surgery (not lap-band ap system related), specified as "cataract surgery". Healthcare professional reported abdominal pain with no action taken.

Manufacturer narrative:
Taper ii.